Event description:
An operating room supervisor reported that an intraocular lens (iol) was removed and the patient was left aphakic. A posterior capsule tear occurred. Additional information was received from the nurse who reported the patient returned at a later date for an intraocular lens implantation. In the surgeon's opinion, the device did not cause contribute to the event. It was also indicated that an unapproved cartridge was used during the initial procedure.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Customer indicated the use of an unapproved cartridge. Lot number not provided. The root cause may be related to a failure to follow the dfu. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).